Manufacturer narrative:
H3 other text : evaluated by third party service center.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. The technician confirmed particles in the air path during the device evaluation. In addition to the above findings, the device was scrapped and foam particles present.

Manufacturer narrative:
In previous report, the manufacturer captured incorrect information in box h. The following correction has been updated in this report. In box h: component code grid has been corrected.